Manufacturer narrative:
Findings: unit passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. No unexpected time/date reset noted. Unit had high sleep current measurement with low batt alarm and power error 25 confirmed in the formatted history file due to connector resistance issue j6. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the unit was monitored and functioned properly. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit also had missing reservoir tube o-ring, severely scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads, fading serial number label, pillowing keypad overlay and keypad overlay texture damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 8mg/dl at time of incident. Customer states that internal source was unable to charge and notification light did not stop flashing immediately. Customer also states that insulin pump had crack. Customer advised to insert new battery and monitor the pump. Insulin pump will not be return for analysis.